Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was programmed to "tachy mode other than monitor plus (+) therapy". Device reprogramming reason was unknown. Additional information was sought from the local area sales representative, however, additional information was unavailable. To date, no adverse patient effects were reported with this clinical observation.